Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the actual device was not received for evaluation. We did receive performance datacollected from the device and have analyzed the data. It showed there was a device lock up, where the measurement system locked up, resulting in an unclearable eri (elective replacement indicator).

Event description:
It was reported that six months after implant, device eri (elective replacement indicator) was seen during device interrogation. It was not possible to measure real time telemetry data or do reprogramming changes but it was possible to conduct pacing and sensing threshold testing. It was further reported that normal device status was obtained after using the 9790 programmer. It was later reported that at another regular follow up visit, the device was at eri again and the battery measurement was blank. The measurement lockup issue was released using the specified programmer and appropriate operation of the device was confirmed. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that six months after implant, device eri (elective replacement indicator) was seen during device interrogation. It was not possible to measure real time telemetry data or do reprogramming changes but it was possible to conduct pacing and sensing threshold testing. It was further reported that normal device status was obtained after using the 9790 programmer. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that six months after implant, device eri (elective replacement indicator) was seen during device interrogation. It was not possible to measure real time telemetry data or do reprogramming changes but it was possible to conduct pacing and sensing threshold testing. It was further reported that normal device status was obtained after using the 9790 programmer. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed there was a device lock up, where the measurement system locked up, resulting in an unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed there was a device lock up, where the measurement system locked up, resulting in an unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.